Event description:
It was reported that the patient experienced a surging sensation while stimulation was on. The surging was felt at the implantable neurostimulator site. Impedances >3600 ohms were reported with electrode #8. Additional information has been requested from the hcp, but was not available as of the date of this report.